Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. The complainant reported fluctuations in the purge flow rate were noted during patient support. The purge cassette was replaced and support with the implanted impella 5.5 pump was maintained. There was no patient harm.

Manufacturer narrative:
The investigation has been completed. The pump and data logs were not provided for investigation. As per clinical details, replacing the purge cassette successfully resolved the issue of fluctuating purge pressure. The cause of the issue high purge pressure was not determined since the product was not returned and sufficient clinical information was not provided. As noted in the impella instructions for use: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿